Manufacturer narrative:
(B)(4). Baxter's quality engineer's received an actual sample for evaluation. A visual examination of the sample confirmed the reported condition of the tip of the male connector of the clearlink set being broken inside the flo-link valve. Baxter's quality engineer's confirmed with the customer that kelly clamps were used because it was not possible to manually disconnect the two parts; the root cause of the broken luer lock was due to the use of the kelly clamp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided.

Event description:
Baxter's quality engineer reported a clearlink micro extension set that had a broken tip of the male connector inside a flo-link valve. The engineer confirmed that kelly clamps were used because it is not possible to disconnect manually the two parts. This reported condition was found during service. No additional information is available.